Manufacturer narrative:
(B)(4). Unit was received with blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was drenched with water and the screen was also covered with water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.